Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed but revealed no anomalies. The ra lead was explanted and replaced, and the patient's condition was stable following the procedure.

Manufacturer narrative:
The field report of no capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures. X-ray and visual analysis found damages consistent with those occurring at the time of explant.